Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: 2015-04-16 explanted: product type catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 15 mg/ml dilaudid at 6.5mg/day via an implantable infusion pump for failed back surgery syndrome. It was reported that there was a much high than expected residual volume noted at the refill. The actual volume was 28ml and the expected volume was 5ml. X-rays were done and it was suggested by the results that the catheter was kinked just distal to the wings of the anchor at the patient's back. A catheter access port aspiration was negative for cerebrospinal fluid (csf). A catheter revision was planned and would take place once prior authorization was received. It was reported the issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.